Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The catheter was received into two pieces the distal tip end was 2.3cm long and the rest was 167.6cm long. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle fracture site as well as throughout the tested sample. Visual inspection of the returned device noted bloodstain inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. During image characterization testing, a good square image appeared in the system and the product performed within specification. According to the event description, the device broke outside the patient prior to the first run; the risk of tip detachment is included within the labeling of the product. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.

Event description:
It was reported that the intravascular ultrasound (ivus) catheter was prepped according to the directions for use. Prior to the first run, before the ivus catheter entered the guide catheter, the tip of the ivus catheter broke off.

Event description:
It was reported that the intravascular ultrasound (ivus) catheter was prepped according to the directions for use. Prior to the first run, before the ivus catheter entered the guide catheter, the tip of the ivus catheter broke off.